Event description:
Customer alleged 2 sets of discrepant blood glucose values: 218 mg/dl, 112 mg/dl and 121 mg/dl within 3 minutes; and 324 mg/dl and 97 mg/dl within 10 minutes on the aviva system. The customer reported no symptoms with the results. Customer reported taking insulin based on the 112 mg/dl and 97 mg/dl results. No adverse events related to the alleged malfunctions were reported. A request was made for the return of the suspect device and replacement product was sent.